Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp via left internal jugular vein at two transverse fingerbreadths below the left clavicle site. On (B)(6) 2026, post-procedure the patient experienced pain during IV port use. Upon examination, it was noted that the catheter was fractured. It was further reported that it had leakage. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photos show the partial view of catheter holding by the physician. Blood residues were noted on the device. The minor crack was noted on the tube near the thumb of the physician. Therefore, the investigation is confirmed for the reported fracture and leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport clearvue isp via left internal jugular vein at two transverse fingerbreadths below the left clavicle site. Post-procedure, the patient experienced pain during IV port use. Upon examination, it was noted that the catheter was fractured. It was further reported that it had leakage. The catheter was removed. The procedure was completed using another device. There was no reported patient injury.